Event description:
Medtronic representative reported that a demo i7 became unresponsive when creating the navigational plan; after capturing snapshots continuously during navigate and then going to the previous step in the software; the mouse and keyboard would not function. The medtronic representative re-started the system and when logged back into the cranial software application, the list of pt exams was empty. The list of pt exams was empty. The list of pts was present in a different software application on the system. This issue occurred during demo use; no pt was present.

Manufacturer narrative:
This system is used for educational purposes, therefore, no pt was present. System logs have been retrieved for software validation investigation. Software evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Analysis of systems logs suggests that the missing exams are no longer in the patient database. Removing the 'import time' file from an exam will allow the cranial software to reload that exam into the patient database. I recommend doing this for all exams which are not visible from the cranial app, but are clearly in the exams folder. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.